Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the o2 gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no part was returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: 396770.